Event description:
It was reported via a call from the rn to the clinical support specialist (css) that at 1321 mdt they were having frequent helium loss alarms approx 5 hours after the intra-aortic balloon (iab) was inserted through the sheath via femoral with no issues. The rn explained that they have done a leak test on the iab right at the bifurcation and just past the connections of the iab to the gas tubing. In both cases, the balloon pressure waveform (bpw) baseline was dropping below zero. The css first verified that there was no blood in the tubing. The pump will only pump for short periods before it alarms helium loss, approx a min at the most. The rn explained that they had these alarms occur in the cath lab at insertion as well, but they changed the pump out (the rn didn't know the serial number of that pump). They then immediately took the pt to the operating room for an emergency coronary artery bypass graft (CABG). After arriving in the intensive care unit, the pump began to alarm helium loss. A leak test was performed. The css had them repeat a leak test this time including a test on the pump itself; the helium loss remained. The css explained to the charge nurse that this indicated that the leak is somewhere between the pump and the iab. The css recommended that they try changing the tubing. If that does not fix the problem then they should call the css back. The css will call back shortly to f/u. A t 14:12, the css called back to f/u and again spoke with the same rn. They have changed the tubing out, but they are still getting helium loss alarms. There is no widening of the inflation or deflation artifact. The css explained to the rn that this indicated that the iab is most likely ruptured. The css recommended that they remove the iab. The css also discussed issues with clotting that could arise with delays in therapy and that removal should be as soon as possible. The rn verbalized understanding of all of the above. The rn also stated that the pt is very stable on minimal pharmacologic support. The rn thanked the css for the f/u and the css encountered the rn to call again if needed. The css also asked the rn to keep the iab for return. The rn stated that she would do that. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an unk time of delay or interruption in therapy noted. The pt outcome is stable. Add'l info received on (B)(4) 2012 from the clinical nurse manager stated the pump was alarming every 5 seconds to 1 min for approx 3 hours during surgery and in the ICU. They attempted troubleshooting with no access. The pump console was changed out 3 times with no change. The surgeon had the cardiologist remove the iab within the 30 min timeframe from the time the css asked them to remove it. There was no harm to the pt during the interruption in therapy. They did not insert another iab since the pt was stable and doing okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.